Event description:
The date of the event is unknown. It was reported that during an infusion of an unspecified solution, a leak was observed from the y connector where the port connects to the tubing. No medical intervention was required and no patient harm reported. No other details of patient or event are available. No investigation will be done as set was not saved.

Manufacturer narrative:
(B) (4). (B) (4).